Event description:
A physician reported a certas valve (ID 828806) was implanted via l-p shunt on an unknown date with an unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2022, the patient presented with disorientation and an MRI was performed. It confirmed rupture of lumbar catheter and ventricular enlargement. The lumbar catheter was torn, but there was also a possibility of shunt failure. Therefore, the valve and the lumbar catheter were removed and replaced on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828806) was returned for evaluation. Failure analysis -the position of the cam when valve was received was at setting 1. The valve was visually inspected; needle hole in the needle chamber was noted. The valve was hydrated. The catheter was irrigated no occlusions noted. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no occlusion issues were noted.